Event description:
It was reported the subject device had no image, shadow on edge of image at service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the r-unit (another term for the charged coupled device) section is broken. The video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the r-unit section is broken and therefore the image quality is poor the video cable is broken and therefore the image is not displayed. The most probable cause of the complaint is cause not established. (Shadow on edge of image) the most probable cause of the complaint is cause linked to device but unable to trace more specifically. (No image) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.